Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2020 with blood glucose level was over 1200 mg/dl. The customer was treated with intravenous insulin and insulin pen. The customer also reported that the insulin pump received no delivery alarm. Customer was unable to complete care link upload. The customer reported other events such as nausea, sick and vomiting. The customer reported that they are unable to troubleshoot the insulin pump due hospitalization. The device will be returned for analysis.